Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of up to 300 mg/dl. The customer administered a bolus and indicated that bg level was 150 mg/dl at the time of the report. During troubleshooting with tandem's technical support, it was noted that there were air bubbles in the tubing. Reportedly, the air bubbles were removed and the customer indicated that a new cartridge would be loaded.